Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated falsely elevated sodium results were generated while using the architect c16000 analyzer. The customer provided the following data: sid b33311557x: initial 167, retest 140 (customer range 135-145). The results were not reported from the laboratory. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative (fsr) completed troubleshooting of the instrument. This involved parts replacement and maintenance by the fsr through standard troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend for the tubing which was replaced on the architect c16000 analyzer. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.